Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent coincident with automated peritoneal dialysis (pd) therapy. Three days prior to peritonitis onset, the patient discontinued pd therapy and began back up hemodialysis (hd). It was reported that the patient was physically unable to perform pd therapy due to another indication. The breach in aseptic technique was further described as ¿the patient did not wash their hands¿. It was not reported if the patient was hospitalized for the peritonitis. On an unreported date the patient was treated for the peritonitis with an unknown intravenous antibiotic (dose and frequency not reported). At the time of this report the patient was recovering from the peritonitis event. At the time of this report, the patient was not retrained on aseptic technique, the patient remained on at least two weeks of back up hd after which the patient will be re-evaluated for pd therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.